Event description:
It was reported by service report that the scale was inaccurate due to the load cells failing. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: headend lead cells.